Manufacturer narrative:
Pr 8696223 follow up MDR for device evaluation: one photo and one physical sample were provided to our quality team for investigation. Through visual inspection of both the photo and the actual syringe, a drop of liquid was observed inside the syringe. Due to the density of the droplet, it was determined not to be silicone. A device history review was performed for lot 2208013, no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Sterilization parameters were reviewed and verified to be within required specifications. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, it is possible the droplets generated due to the high temperature changes during the sterilization process. Given the device records did not indicate any issue and sterilization parameters were verified to be with specification, we cannot verify this to be true for the reported incident therefore a definitive root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends. H3 other text : see manufacturer narrative.

Event description:
It was reported that the bd plastipak¿ syringes had liquid/moisture in the syringe. The following was received by the initial reporter: the syringe was removed from its sterile outer wrap and a sterile needle attached, the operator then pulled back the plunger and discovered the moisture/liquid in the top of the syringe.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ syringes had liquid/moisture in the syringe. The following was received by the initial reporter: the syringe was removed from its sterile outer wrap and a sterile needle attached, the operator then pulled back the plunger and discovered the moisture/liquid in the top of the syringe.